Event description:
The patient's mom/reporter claimed that the patient's blood glucose went as high as 299 mg/dl during a visit with a hcp. The patient's fasting blood glucose reportedly was 201 mg/dl, which was not unusual for the patient. There was no medical intervention or symptoms to suggest a serious injury at the time of concern. During the troubleshooting session, it was discovered the subject pump has a power issue as well as an extremely hot temperature issue. The subject pump did not power on. When the rn replaced the battery on the pump, the pump reportedly was extremely hot to touch. Both issues were not resolved during training. The subject pump was requested back for investigation. This incident is being reported due temperature issue and the power issue. There was no reported patient impact associated with this complaint. In addition, the patient's blood glucose did not meet the criteria of a serious injury. Hence, this incident is being reported due to the two alleged issues.

Manufacturer narrative:
Follow-up #1 date of submission 05/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/05/2012 with the following findings: the battery cap returned with the pump was visibly damaged. There was no physical damage found to the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the pump history indicated three 'low battery' warnings occurred prior to the reported event date. A review of the black box showed a battery voltage drop occurred on (B)(6) 2012 and loss of power was observed on (B)(6) 2012. The pump was exercised for 24 hours with no power or temperature issues. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).